Event description:
Customer reported an issue with the passport2 monitor, which may have resulted in a loss of co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Service reps replaced the co2 board. Calibrated and verified operation.